Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage. The point of the needle broke itself on the first passage of the thread, not consequence for the patient. No consequences to the patient-another like device was used. The following additional information was received from our affiliate on (B)(4) 2014; the needle broke in the shoulder, fell in the patient, and was removed.